Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Subsequently, a cartridge alarm (cartridge alarm 19) occurred during the load process. There was no impact to the customer's blood glucose level. Reportedly, the customer was able to load a new cartridge successfully.